Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose. Customer's blood glucose 496 mg/dl. The customer was admitted to the hospital. The customer was treated with the insulin pump and it was not able to bring blood glucose down. The customer cause of hospitalization as per health care provider is diabetic ketoacidosis. The customer doesn't want to troubleshoot for the pump. The customer was wearing the device at the time of hospitalization. The customer will meet his doctor and talk about what he is going to do.